Event description:
On (B)(6) 2023, suneva medical became aware of an article/case series regarding three (3) case studies, one for each patient that required surgical managment of complications after polymethylmethacrylate-collagen gel dermal filler. Durkin, aj, et al. Surgical management of polymethylmethacrylate-collagen gel complications in the lower eyelid. Annals of plastic surgery, volume 90, number 1, (B)(6) 2023. This article is provided as an attachment to this emdr. This emdr submission is for the patient associated with case study 1 who had granuloma in the lower eyelid area requiring surgery to resolve.

Manufacturer narrative:
On (B)(6) 2023, suneva medical became aware of an article/case series regarding three (3) case studies, one for each patient that required surgical management of complications after polymethylmethacrylate-collagen gel dermal filler. (B)(6), aj, et al. Surgical management of polymethylmethacrylate-collagen gel complications in the lower eyelid. Annals of plastic surgery, volume 90, number 1, (B)(6) 2023. This article is provided as an attachment to this emdr. This emdr submission is for the patient associated with case study 1 who had granuloma in the lower eyelid area requiring surgery to resolve. Additional info: date of event is unknown implant date is unknown. Explant date is unknown. Artefill (now bellafill) syringes are single use devices that are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." Bellafill use cannot be confirmed. Bellafill injector name is unknown. Several attempts have been made to reach the lead author and contact person noted in the article, dr. (B)(6) : (B)(6) 2023: email requesting additional information was sent to the (B)(6) email address noted in the article. (B)(6) 2023: no response. A reminder email was sent to (B)(6). (B)(6) 2023: no response. Another reminder was emailed to (B)(6) with high importance. (B)(6) 2023: no response. Suneva researched via google to find the name of (B)(6) facility name and phone number. Suneva then called that number. Per the facility, (B)(6) was not available, but they will bring this information and prior emails to the doctor's attention. They also confirmed that the email address provided in the article is the correct email for (B)(6) they provided the email address of the case manager for the facility (B)(6) and requested the case manager be copied on the emails to (B)(6), so they can also bring the prior emails to the doctor's attention. Suneva forwarded the prior emails sent to (B)(6) to the case manager at the facility, as requested. (B)(6) 2023: no response yet to the prior call or emails. Bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years.